Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73j2100805 was manufactured on 09/27/2021 a total of 18,202 pieces. Lot was released on 10/08/2021. DHR investigation did not show issues related to complaint.

Event description:
It was reported that while in use on a patient, the stapler jammed. As a result, a new stapler was used. There was no patient harm or injury. The patient status is reported as "fine".